Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a persisting power error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. The customer had switched battery caps but the issue still persisted. The alarm recurred within a week of previous troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error 25. The adapt tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The test p-cap locks properly in place in the reservoir compartment noted. Device received with serial number label fading.